Event description:
Uf report # 3000280000-2000-0001 was rec'd 6/27/2000. This report stated that "pt rec'd fluidotherapy treatment with a bier block in place. After treatment the tourniquet was released, sensation returned and pt complained of severe burning pain in fingers of left hand. Fingers noted to be dusky in color. Pt released when symptoms subsided with treatment of medication and cool water. Pt returned later that night with complaints of pain and by next morning had large blisters also." This report initially came in marked as a product problem, however, co's investigation has determined it to be an adverse event caused by failure to understand indications/contraindications.